Event description:
Gastric bypass revision. Slc55g dlu was used to transect and staple the stomach. The first two firings were successful however on the third firing, the dlu jammed and the firing sequence was incomplete. The dlu would not open so manual release was attempted to open the dlu but was also unsuccessful. The pmi rep that was present in case instructed the surgeon to disconnect the dlu from the flexshaft. An extended electrosurgical 6" blade electrode was then used to open the device and remove it from the area. Competitive product was used to complete the case.